Manufacturer narrative:
(B)(4). One (1) single inner setscrew [product code: 1797-02-000] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that a portion of the setscrew thread had sheared off from the body of the setscrew. No other anomalies were found. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the setscrew thread shearing off cannot be positively determined. However, one possible root cause may likely be subjected to the setscrew not being properly seated during insertion and inadvertently cross threading occurred causing a portion of the setscrew thread to shear off and thus, making impossible to insert the setscrew when using the alignment guide because the thread had been already torn off. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3-5 instrumentation using expedium 5.5 was performed on (B)(6) 2016. During surgery, the surgeon tried to insert the reported set screw, but it could not be inserted even by use of an alignment guide. Since another set screw was successfully inserted, the surgeon suspected the reported set screw had a problem. No delay in surgery or adverse consequence to a patient was reported.